Event description:
The hcp reported the pt presented with symptoms of an infection of the device pocket. These included redness, swelling, drainage, pain, incisional wound opening, and pocket erosion. The pt had had the pump repositioned and the wound started necrosing. It was unknown to the reporter as to whether or not a culture was done. The pt was treated with total device system explant. The infection resolved. The pt had risk factors of morbid obesity, debilitated status, and post op wound or skin contamination.